Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found an air bubble in the reagent probe b syringe. The fse replaced the t-valve, a/b valve, reagent probe b collar wash, mixer wash station insert, and performed instrument primes and alignments to resolve the issues. (B)(4).

Event description:
The customer stated the instrument generated suppressed result errors (no result value) for ast (aspartate aminotransferase), alt (alanine aminotransferase), bun (blood urea nitrogen) and found the reagent probes leaking on their unicel dxc 600 pro instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.